Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional stated that during vitrectomy surgery an ophthalmic probe that had an electrocoagulation head could not be used for electrocoagulation. The surgery was completed on the same day after replacing the new probe. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The returned instrument was received at the investigation site with its protection sleeve and in the tyvek pouch, showing its lot information. It was returned in a disassembled state, i.e., the inner assembly group was pulled out from the housing. The lower contacts which remained undamaged showed no defect and were not loose. They exhibit traces of adhesive, that show the inner assembly group was originally bonded to the housing as specified but that bonding connection failed. The reported event could be confirmed with the returned sample but the root cause for the failure of the bonding connection could not be determined. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customers reported event could be determined, since the situation that led to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).